Event description:
The customer reported that the device fails the user initiated operational check with a number of errors including pads/paddles ECG failure and therapy/charge related errors. This is indicative of a condition that could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device fails the user initiated operational check with a number of errors including pads/paddles ECG failure and therapy/charge related errors. This is indicative of a condition that could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.